Event description:
It was reported the pt experiences heating at her scs ipg pocket site while using system stimulation. The heating sensation resolves when stimulation is turned off. It was also reported the pt is experiencing increased recharge burden. The pt's scs system will be assessed at a later date. F/u is pending.

Manufacturer narrative:
(B)(4): 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.